Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file confirmed two pump error 53 alarms, line number 3294 file number 26, and one pump error 53 alarm, line number 799 file number 205, due to a software error. The pump was received with a scratched case, a fading serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had restarted three times and in one occasion, it alarmed software error detected. But customer is not sure what alarms occurred the other two times. Customer's blood glucose was 6.3 mmol/l. Customer stated the serial number on the device had faded off too. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.